Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: as a half year before the tip from the front cutter was broken off. The tip broke during cutting a cerclage (1.25mm wire). This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.